Manufacturer narrative:
It is unknown if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The camino catheter that had been in a patient had came out of place ( it was not known how it happened). There was no patient injury reported. However, they replaced the catheter with a new one but the monitor still would not give them any readings, instead they were just being told the catheter was not connected properly. The staff then tried to use a different monitor and this time it would not go past the start screen. The monitors were at the hospital on a long term loan basis. The event did not lead to an increase of surgery. Additional information was requested and on 27jun2016, the following was provided: the customer does not have the catheter to return. They used a competitor product (raumedic) to continue monitoring the patient. Linked to mfg report number: 2023988-2016-00024 (camino catheter) and 3006697299-2016-00152 (2nd monitor used).

Manufacturer narrative:
Integra has completed their internal investigation on 08/08/2016. The investigation included: methods: -evaluation of actual device. -review of device history records. -review of complaint history. Results: evaluation of device: the cam01 monitor serial number (B)(4) and accessories (mains lead us/UK/EU and pac1 cable (sn: (B)(4))) were returned. During investigation ,no fault was observed with the returned cam01 monitor. Returned pac1 cable serial number (B)(4) was functioning within specification. The cam01 monitor was tested both with the returned pac1 cable and the integra¿s pac1 cable and no failure was found. All results of the functionality tests for cam01 monitor serial number (B)(4) were recorded as within specification and final release checks were performed satisfactory prior to the monitor been released. Service history for the cam01 monitor serial number (B)(4): 12-jul-2016; 01-jun-2016; 13-mar-2014; 19-jun-2013. A minimum of 12-month review of cam01 monitor customer complaints was completed in complaint system using the following key words ¿device not working¿ and a root cause ¿could not duplicate¿ in the search criteria. This review encompassed from dates 20-jun-2015 to 03-aug-2016. A total of 20 complaints were reviewed of which 14 complaints contained the search criteria. The analysis of the complaint investigations and root cause reports has concluded this complaint is the 2nd identified complaint for the reported failure associated with the cam01 monitor that could not be duplicated. No trend has been identified. Since the complaint incident could not be duplicated and the monitor was verified as working to specifications ,no root cause can be established. Also, the returned pac1 cable serial number mch1414001 was functioning within specification.